Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 5 of 6. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands. It was reported that patient faced adhesive issues with six infusion sets on 24-june-2024. Patient reported that tape was not sticking no further information available.